Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 20mm sapien 3 valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 6 years and 4 months due to leaflet calcification causing stenosis and limited opening of the valve leaflets. The patient had reported progressive dyspnea on exertion. A 21mm edwards surgical valve was implanted in replacement. The patient also underwent mitral valve replacement, tee root enlargement, mac debridement, and rigid sternal fixation. During the explant surgery, multiple calcifications were visualized by the CT surgeon on the 20mm s3 valve leaflets with a very small opening. Final diagnosis post surgery was ''explanted prosthetic aortic valve with dystrophic calcifications on gross examination. The 20mm s3 leaflets noted as 'focally calcified' by pathology.''.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 20mm sapien 3 valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 6 years and 4 months due to unknown reasons. A 21mm edwards surgical valve was implanted in replacement. No additional details were provided.